Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high ca2 calcium gen. 2 result for one patient sample. The initial result was 3.18 mmol/l and the repeat result was 2.51 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number 200966 with an expiration date of 28-feb-2018. Cleaning of the sample probe and the rinse station resolved the issue. Contamination of the sample probe was determined to be the root cause.